Manufacturer narrative:
Hvad pump hw22222 was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed a rise in power consumption, surpassing normal operating range, and multiple high watt alarms on the reported event date. Analysis of the device revealed that the device failed to meet specifications; the device passed dimensional verification but failed visual examination due to the scoring marks observed on the lower housing ceramic surface and on the inferior surface of the impeller as well as on the upper housing ceramic surface and matching superior surface of the impeller. Functional testing was not performed as the driveline was cut too short during explant procedure to be able to conduct a functional testing. The friction marks on the lower housing ceramic and on the inferior surface of the impeller are indicative that external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report further revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads. The for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by that patient presented to the hospital with elevated pump power, flow readings and positive for hematuria. Patient was transferred to implanting hospital. Inr noted to be 1.6. Patient was not receiving routine blood draw due to insurance issues. Logfiles sent and confirmed parameters out of range. One dose of tpa given that evening. Patient experienced hemoptysis during the first dose. Parameters normalized briefly but began to trend back up after a short period of time. Could not risk a second dose of tpa and concerned for kidney function. Patient presented with signs of pump thrombus. Showing hemolysis. Post tpa hemoptysis. In or for pump exchange. Pump exchanged on (B)(6) 2016. Patient was discharged on (B)(6) 2016.

Manufacturer narrative:
Note: continuation of conclusion that was missed in the final report(follow-up 1): based on the available information clinical factors that may have contributed to the reported event include possible issues with the management of the patient's therapeutic anticoagulation and antiplatelet medications as well as the patient's related comorbidities. Although the root cause of the reported event cannot be conclusively determined, there are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.